Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the drawer failed to open. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that drawers were not opening. A technical support specialist (tss) remoted into the cabinet and confirmed that the network adapter was already populated, and the network configuration was correct. Event viewer logs were checked, and it was associated with product incident (B)(4). The medbank application was closed and reopened, after which the drawers were able to be used successfully. The system functioned as intended after the technical support specialist troubleshot the device.